Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that air bubbles were observed within the infusion set tubing. Customer's blood glucose level ranged from 300 mg/dl to 399 mg/dl. Reportedly, the customer filled the cartridge with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Pump supplies were changed to address the issues and insulin delivery was resumed.